Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2017 and mesh was implanted. The patient reported that she experienced severe lower abdominal pain, urinary tract infection, burning, itching and inability to have intercourse due to pain. The patient explained that it felt as if there were razors cutting the inside. The patient reported that she also experiences ongoing nerve pain. The mesh was explanted on (B)(6) 2018. No additional information is available.